Manufacturer narrative:
(B)(4), this follow-up report is being submitted to relay additional and corrected information. Visual examination of the provided picture identified the impactor pad has fractured. However, due to the quality of the picture and as product has not returned, further analysis could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: australia h3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was using the instrument to implant the implant into the patient, the tip fractured off of the instrument. There was no harm to the patient or pieces left in the patient.